Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother stated that the insulin pump alarmed motor error. Customer is running high because the insulin pump stopped working while she was sleeping. The blood glucose reading is 498 mg/dl. Customer treated the high with manual injection. Assisted caller with rewind and prime process. The insulin pump alarmed motor error again. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. Unable to confirm alarm due to erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion test due to motor error alarm. No unexpected black circle on the screen noted. Insulin pump received with cracked display window corners, reservoir tube lip, minor scratches on display window and missing end cap sticker.